Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead .

Event description:
Information was received from a patient via manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s doctor explanted their entire system (ins and two leads), because it was no longer helping the patient with their pain. It was reported that there were no factors that led or contributed to this issue. No known diagnostics/troubleshooting was done or actions/interventions were performed. It was reported that the issue was resolved at the time of the report. The full system was explanted on (B)(6) 2017. The device was discarded so will not be returned. It was reported that the device was not replaced and would not be replaced in the future. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.